Manufacturer narrative:
Voluntary medwatch report received: mw5158961

Event description:
Voluntary medwatch received states that the patient's atrial lead exhibited noise oversensing. No intervention was performed and the patient experienced no consequences.